Event description:
Reported by the doctor's office as: "a loss of restriction and increased appetite. The patient should have 3.5cc's in her band, and the doctor was only able to aspirate 1cc."

Manufacturer narrative:
Medwatch sent to FDA on: 01/26/2009. The access port connector associated with this report has not been returned. Only a piece of tubing was returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the piece of tubing; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 patients total)."